Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The system passed the system checkout and was found to be fully functional. No parts were replaced or returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the surgeon felt inaccurate and the or team suspected the reference frame had moved during the procedure. The surgeon had reached a point in the procedure that no longer required navigation and opted to abort navigation for the remainder of the procedure. There was no impact to patient. There was no reported delay to the procedure due to this issue.